Event description:
It was reported that the patient sustained unspecified personal injury from the implantation of rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2000, reportedly, the patient underwent selective nerve root blocks. In (B)(6) 2000, reportedly, the patient underwent selective nerve root blocks. On (B)(6) 2004, reportedly, the patient underwent a cervical spine MRI which showed straightening of the normal cervical lordosis, mild disc bulge at c6-7 without impingement. The patient also underwent a thoracic spine MRI which showed 4 small vertebral body hemangiomas and minimal disc bulge at t6-7. On (B)(6) 2004, reportedly, the patient had worsening back pain when they felt a pulling sensation extending from the right buttock and leg down to foot. A MRI was done around that time that showed a small left sided disc protrusion. On (B)(6) 2004 reportedly patient underwent a lumbar spine MRI showed minimal annular tearing on the left at l4-5 with small disc protrusion. On (B)(6) 2006 the patient underwent a pap smear. On (B)(6) 2006 the patient presented with chronic back pain with bilateral lower extremity radiation. The patient underwent a lumbar spine MRI which showed a small far left disc protrusion with annular fissuring at l4-5 approaching the l4 root ganglion with possible correlation to l4 root symptoms. Also noted was mild disc desiccation and disc bulge at other levels as well. On (B)(6) 2007 the patient presented with neck and low back pain. The patient reported that the neck pain had been worsening over the last 3-4 years and that it radiated down the right inner upper arm, there was also tenderness over t5 with pain radiating to the right thorax under the scapula. The patient reported that they had almost constant back pain which went down the left leg chronically and the right leg intermittently (onset approx. 2 years prior). The patient complained of numbness and tingling in the same distribution in the legs as pain; excessive fatigue; neck stiffness occasional chest pain; frequent headaches; frequent palpitations; joint swelling and redness; occasional rashes; and easy bruising. Medications: premarin, hydrocodone, acetaminophen, multi vit, prilosec, wellbutrin, and lunesta. Impression: lumbar facet syndrome (as facet signs were positive; myofascial pain syndrome; and lumbar disc degeneration. Samples of lidoderm and skelaxin were given to the patient. On (B)(6) 2007, in a telephone encounter, the patient reported back soreness with numbness in the right leg that went into the foot or calf ¿more consistent in the right thigh. The patient also reported constipation. On (B)(6) 2007 the patient presented with chronic low back pain with referred symptom to the left posterior aspect of the lower extremity. It was reported that the patient had had lumbar facet injections of l3 to l5 which provided no significant relief. The patient underwent a lumbar epidural steroid injection. No patient complications were noted. On (B)(6) 2007 the patient presented with chronic low back pain, left > right, with referred symptoms to the left posterior aspect of the lower extremity. The patient also complained of muscle spasm and tenderness over the right cervicothoracic muscles. It was reported that the patient had had a good response to a lumbar epidural steroid injection as opposedto the lumbar facet injection. The patient underwent, with sedation, an epidural steroid injection and trigger point injection, right cervicothoracic muscles. No patient complications were reported. On (B)(6) 2007 the patient presented with pain and underwent a lumbar epidural injection with sedation. No patient complications were noted. On (B)(6) 2007 the patient presented with lower back pain radiating down both legs. The patient underwent a lumbar spine MRI which showed minimal circumferential bulging of the l2-3 disc, but no spinal canal or neural foraminal stenosis. On (B)(6) 2007 the patient presented with sharp, constant back pain radiating into the legs, left > right. The patient also reported occasional weakness in the legs. Medications: vicodin, wellbutrin, premarin, multi ¿vit. On (B)(6) 2007 the patient presented with axial back pain with very little radicular component. The patient was informed that they had to quit smoking to be considered for a lumbar fusion. On (B)(6) 2007 the patient reported headaches and fatigue. On (B)(6) 2007, in a telephone encounter, the patient was informed they needed to stop smoking before a surgery could be scheduled. On (B)(6) 2007, in a telephone encounter, the patient reported that they stopped smoking two weeks earlier. The patent was informed that they needed to be smoke free for one month before a discogram and following fusion would be scheduled. On (B)(6) 2008 the patient presented for a pre-op consult with displacement lumbar intervertebral disc. The patient underwent an ECG which showed a sinus bradycardia ¿ otherwise normal ECG. Cardiac approval for surgery. The patient underwent various labs including but not limited to cbc and urinalysis. Red blood and hemoglobin counts were slightly low. Medications: bupropion, hydrocodone, lunesta, mulit vit, premerin, and prilosec, vicodin, ibuprofen, sulfacetamide sodium eye drops. On (B)(6) 2008 the patient presented with pain and the preoperative diagnosis of degenerative disc disease l3-4, l4-5, and l5-s1. The patient underwent surgery which consisted for an anterior interbody fusion and instrumentation l3-4, l4-5, and l5-s1 with syncage and bmp-2 bone protein. Per the operative report ¿¿syncage was then placed into the l5-s1 interspace with countersinking about 3 mm. The center of the syncage was filled with bmp-2 bone protein which was reconstituted earlier from a large pack yielding 6 sponges. One whole sponge was placed in the center of the cage, 1/2 sponge was placed posterior and anterior to the cage. Attention then was turned towards the l4-5 interspace where the procedure was duplicated at this interspace. The cage used was an 11-mm syncage. Again the same arrangement of bmp-2 bone protein sponges were used both anterior inside and posterior to the implant. The implant was countersunk about 2 mm. At the l3-4 interspace due to the patient¿s shallow dimension, an 11 syncage was used with no countersinking and the same bmp-2 bone protein sponge arrangements were used. After placement of all 3 cages the incision was then assess with a lateral fluoroscopic x-ray and was found to be excellent¿..¿ fluoroscopy was utilized for placement and alignment verification. No patient complications were reported. On (B)(6) 2008, in a telephone encounter, the patient reported a lot of back pain. On (B)(6) 2008, in a telephone encounter, the patient reported that the night before they could not put weight on the right foot due to pain and they also had significant pain going down the posterior legs. The patient reported they felt like they had a lump in their back and continued numbness in the right thigh. The patient was scheduled for f/u and was prescribed medrol dosepak. On (B)(6) 2008 the patient presented with significant back pain on motion. Previous x-rays had shown instrumentation and cages in good position with the exception of the l3-4 which was anteriorly displaced approx. 1cc. Per the encounter notes the cage would need to be repositioned. On (B)(6) 2008 the patient presented for a pre-op evaluation with pain and a displaced titanium disc. On (B)(6) 2008 the patient presented with severe pain and the preoperative diagnosis of implant displacement at l3-4. The patient un derwent surgery which consisted of re-exploration and replacement of the l3-4 cage and reapplication of bmp-2 bone protein. Per the operative notes ¿¿once the exposure is made, the anteriorly displaced and rotated l3-4 syncage was removed. The interspace was then re-prepared again for another cage. A smaller cage; namely, a 9-mm instead of a 11-mm cage, was then placed into the interspace from the left anterolateral position which is dictated by the extent of the surgical exposure. Prior to the placement, the center of the cage was filled with bmp-2 bone protein sponges previously reconstituted from a small set of infuse bmp-2 bone protein product. The implant was then placed at a slant to the left anterolateral position and gently moved into the interbody space¿..fluoroscopic x-rays were taken periodically to ensure that the implant is well seated into the disk space with a countersinking of about 3 mm from the anterior border of the vertebral body. Due to the angle of the placement, the implant was not able to be placed straight into the disk space, but is rotated slightly to the left. Oblique x-rays were also taken to make sure that no parts of the implant is encroaching on the spinal canal and none was found. The remaining bmp-2 bone protein sponge was then placed anterior and left lateral to the implant after implant has been put to its final position.¿.¿ it should be noted that ¿...re-exposure of the l3-4 interspace which was done with some difficulty due to the patients healing process which caused some adhesion around the area¿¿ imaging was utilized for verivication/alignment. No patient complications were reported. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2008 the patient presented 5 days post op with much more left-sided abdominal pain than prior to the surgery and was worried they have a punctured organ. The patient also reported disrupted sleep secondary to pain. Oxycodone dosage was temporality increased. On (B)(6) 2008, in a telephone encounter, the patient reported left side pain and weakness in right leg. The patient also reported that they may have a partial ileus. Oxycontin had been increased. On (B)(6) 2008 in a telephone encounter the patient reported pain ¿like before surgery into legs¿, that they couldn¿t walk, and had ¿pounding pain¿. On (B)(6) 2008 in a telephone encounter the patient reported improved pain and sleep. On (B)(6) 2008 the patient presented with back, right buttock, and right hip discomfort. The patient reported that the pain to the right hip was progressively getting worse. The patient had numbness in the right leg especially in the thigh. X-rays reviewed showed good placement of the cage. On (B)(6) 2008 in a telephone encounter the patient reported the medication robaxin was making them sick. The patient was advised to stop taking. The patient was to start weaning themselves off of percocet. On (B)(6) 2008 the patient reported improving rash on ankles and feet (onset months prior). Suspected: dyshidrotic eczema. The patient also presented with pain and difficulty with sleep secondary to pain. The patient reported the ultram was ineffective. Lunesta prescription increased and the patient was placed back on oxycontin. On (B)(6) 2008 the patient presented with mid back and right buttock discomfort with numbness of the right thigh. X-rays were reviewed which demonstrated cages to be in place. The patient also underwent a disability assessment with the result being: unable to return to work for at least two months. On (B)(6) 2008 the patient presented with significantly improved symptoms. The patient had some remaining pain going down the right leg. X-rays were reviewed which showed implant aligned. Also it should be noted that there was no sign of calcification through the implant. The patient went through a work status evaluation. On (B)(6) 2008 the patient presented with improving but daily right sided back pain with numbness and tingling on the top of the right thigh. The patient reported feeling tired, weakness, blurred vision and anemia. X-rays were reviewed and showed good alignment. The patient was to start physical therapy. On (B)(6) 2008, in a telephone encounter, the patient reported that they could not do the physical therapy exercises due to pain. They were having constant pain in the area where the cage was placed ¿ worse in the am. On (B)(6) 2008, in a telephone encounter, the patient was to stop physical therapy. On (B)(6) 2008 the patient presented with lumbar disc disease and underwent lumbar spine x-rays which showed anterior fusion devices between l3-l4, l4-l5 and l5-s1. There was disc space narrowing at l3-l4 with slight tilting of the device to the left and inferiorly. Vertebrae remained in good alignment .no acute changes. Incidental note was made of cholecystectomy clips in right upper quadrant. On (B)(6) 2008 the patient presented with right sided back and leg pain. X-rays reviewed showed good calcification through the implant and implants in position. The patient had paralumbar pain and had undergone an MRI which showed the canal wide open. The patient also reported headaches and feeling tired. The patient had tenderness around l3 or l4 and may have been related to facet instability in that location. The patient also still had numbness and tingling in the right posterior thigh. The patient had improved in mobility and strength. On (B)(6) 2008 the patient underwent was released for limited work. Also, in a telephone encounter, the patient reported that the esi and pt didn¿t really help. On (B)(6) 2008, in a telephone encounter, the patient reported that their incision had been hurting and burning. On (B)(6) 2008, in a telephone encounter, the patient reported continued right low back pain into hip/buttock and into right leg and occasionally the left leg. On (B)(6) 2008 the patient presented with lower back pain which required significant pain management. In the encounter notes it was reported that the patient was on 95mg of oxycodone and hydrocodone daily and that was not sufficient. On (B)(6) 2008 the patient presented with right sided and leg pain. Pain was located in the right paralumbar region and sacroiliac. The patient also complained of headaches, feeling tired, mood swings, heartburn, constipation, poor appetite and anemia. Medications: oxycontin and vicodin. On (B)(6) 2008 the patient presented, approx. 9 mo post op, with persistent lumbar pain and depression secondary to the pain. The patient stated they did not know if they could ¿go on like this much longer.¿ oxytocin dosage was increased. Per the encounter notes, trigger point injections received in the past had not helped much. On (B)(6) 2009 the patient presented with dyshidrotic eczema on the feet with red patches and cracking on the bottom of the patients feet. The patient also reported sore throat. On (B)(6) 2009 the patient presented with back pain, abdominal pain, heartburn, and feeling tired. The patient was restricted to 15lbs of lifting to be evaluated yearly. On (B)(6) 2009 the patient presented with pain. Per the encounter notes the implant at l3-l4 was eccentric to the patient's left side but it did appear to be contained within the disk space. There was sclerosis of the adjacent end plates at l3-l4. The interbody implants appeared to be well positioned at l4-l5 and ls-51, although it was difficult to view any bridging bone at l4-l5. Medications: premarin, oxycontin, oxycodone, cyclobenzaprine, prilosec, laxative, and mulit vit. On (B)(6) 2009 the patient presented with abdominal pain. The patient underwent a pelvic CT which showed no distinct abdominal or pelvic mass, no definite renal calculi or obstructive process, status post anterior fusion l3-4, l4-5 and l5-s1 with associated star-like artifact, and status post cholecystectomy and hysterectomy. The patient also presented with lumbar pain and underwent a lumbar spine CT which demonstrated a solid-appearing interbody fusion at l4-5 and l5-s1 without complications; the interbody fusion at l3-4 was not solid, and there was partial anterolateral displacement of the metallic fusion device. There was, however, a large bridging osteophyte contiguous across the disc interspace along the right lateral margin; there were no acute fractures identified. No recurrent disc herniation or spinal stenosis at the postoperative segments; and the l2-3 and l1-2 adjacent segments were unremarkable. On (B)(6) 2009 the patient presented with left upper quadrant pain. The patient was wondering if it could be scar tissue. The patient reported that they had the upper quadrant pain since second spine surgery. The patient was moderately obese. There was no evidence of a hernia. The doctors felt it was most likely musculoskeletal pain. Possible: entrapped anterior branch of intercostal from the closure or some radicular pain referred from the back. On (B)(6) 2009, in a telephone encounter, the patient reported that they had not been feeling well. Per the encounter note ¿...turns out, top level where cage popped out did not fuse and actually popped out again, saw it on a CT scan that the pt had done. ¿in addition, bone spur now formed and not fused¿.¿ the patient complained that they needed surgery again. On (B)(6) 2009 the patient presented with post nasal drip, cough sore throat, and low grade fever (onset 8 days prior). On (B)(6) 2010 the patient presented with a three week history of soreness and pain in throat. On (B)(6) 2010 the patient underwent labs which revealed low mpv. On (B)(6) 2010 the patient presented with right arm and knee pain. The patient reported falling the day before. The patient underwent left knee x-rays which showed chondromalacia patella and mild degenerative changes at the patellofemoral joint and medial compartment and mild patellofemoral joint degenerative change of the right knee. On (B)(6) 2010 the patient presented with left knee pain with contusion, left elbow abrasion and contusion, and left shoulder cont usion. The patient underwent left knee x-rays which showed mild degenerative changes but no acute fracture. On (B)(6) 2010 the patient presented with depression and lumbar back pain. On (B)(6) 2010, per a clinic report on workability, the patient was able to return to work with limitations. On (B)(6) 2010 the patient also presented with mild weakness in the legs, some buckling in the knees, and reported tripping over the right foot. The patient also reported headaches on a weekly basis, anemia, depression and sleep issues. On (B)(6) 2011 the patient presented for a f/u on their paroxysmal supraventricular tachycardia the patient reported an increase in symptoms including a senseof a skip in their chest and some dull moderate chest pain. The patient also reported problems of daily dizziness (x 3 weeks) not relieved with meclizine. The patient reported having experienced chest pain a week prior that lasted 2-3 days but was now resolved. On (B)(6) 2011 the patient presented with hand pain. X-rays of the right hand showed no significant arthrosis at the base of the thumb. Diagnosis: carpal tunnel syndrome with tendonitis of both flexors and extensors of the thumb compatible with de quervain syndrome. The patient was prescribed a medrol dosepak. The patient was given a thumb titan right wrist brace. On (B)(6) 2011 the patient presented with depression and a screening for thyroid disorder, diabetes mellitus, and lipoid disorder. On (B)(6) 2011 the patient presented with neck pain, low back pain, lumbar/lumbosac disc degeneration, myalgia and myositis, depression, dermatitis/eczema; and symptomatic menopausal state. Multiple labs were ordered. Results: high cholesterol on (B)(6) 2011 the patient underwent a pap screening which was negative for malignancy or intraepithelial lesion. On (B)(6) 2012 the patient presented with increasing discomfort in low back and the posterior aspect of the left thigh. A recent MRI showed pseudoarthrosis at l3-4. On (B)(6) 2012 the patient presented with worsening pain. On (B)(6) 2012 the patient presented with low back, left buttock, and left leg pain with tingling and numbness. The patient underwent a lumbar spine CT spine which demonstrated solid anterior spinal fusion at l4-5 with no stenosis or impingement; indeterminate anterior fusion at ls-51 with no residual central or foraminal stenosis; anterior extrusion or anterior placement of the interbody implant at l3-4 with no solid fusion however anterolateral bridging osteophyte on the left; mild spondylosis at l2-3; comparison with (B)(6) 2009 showed no evidence of progressive healing at l5-s1 or l3-4, sclerosis persisting or increasing within the superior s1 vertebra and bridging osteophyte on the left at l3-4 increasing in size and extent. On (B)(6) 2012 the patient presented with sharp, aching, burning pain, numbness, tingling, and weakness. It was reported that the patient was smoking 0.5 ppd. Assessment: probable pseudoarthrosis l3-4; indeterminate fusion status l5-s1; chronic low back pain, and chronic pain syndrome with large doses of opioid. On (B)(6) 2012 the patient presented with significant pain, depression and anxiety. Per the encounter the patient was on work restriction. On (B)(6) 2012 the patient presented with chronic pain syndrome and lumbago. On (B)(6) 2012 the patient reported tingling in the legs. On (B)(6) 2012 the patient presented with sore throat, fatigue, and low grade fever. The patient reported not having felt well for several days. ¿ viral pharyngitis. Multiple labs were run. Negative for strep.

Event description:
It was reported that on (B)(6) 2004 the patient presented with pain in the neck radiating down the right inner upper arm. She also had tenderness over t5 with pain radiating to the right thorax under the scapula. On (B)(6) 2004, the patient underwent MRI of the cervical spine. Impression: straightening of the normal cervical lordosis, mild disc bulge at c6-7 without impingement. Also the patient underwent MRI of the thoracic spine. Impression: 4 small vertebral body hemangiomas identified. Minimal disc bulge at t6-7. On (B)(6) 2004, the patient underwent MRI of the lumbar spine. Impression: minimal annular tearing on the left at l4-5 with small disc protrusion possibly contacting the left l4 nerve root. On (B)(6) 2006, the patient presented with the history of chronic back pain with bilateral lower extremity radiation. The patient underwent MRI of the lumbar spine. Impression: small left far left disc protrusion with annular fissuring atl4-5 approaches the l4 root ganglion. Mild disc desiccation and disc bulge at other levels. On (B)(6) 2007, the patient presented with the chief complaint of neck and low back pain. The patient was positive for excessive fatigue ("always tired"), insomnia, frequent headaches, neck stiffness, activity chest pain occasionally, frequent palpitations, joint pain swelling and redness, occasional rashes, easy bruising, anemia during pregnancy, numbness and tingling, depression and anxiety in the past. There was tender over the mid-thoracic spinous process approximately t7 /8, then again significantly at l4 and l5. Impression: lumbar facet syndrome; myofascial pain; lumbar disc degeneration. On (B)(6) 2007, the patient complained of numbness in right leg, with radiation into her foot or calf. More consistent in her right thigh. On (B)(6) 2007, the patient presented with a history of chronic low back pain. The patient underwent the following procedures: lumbar epidural steroid injection, under fluoroscopic guidance. IV conscious sedation. No patient complications were noted. Assessment: chronic low back pain without significant response with lumbar facet injection. Imaging studies of the lumbar spine showed a small left far lateral disk protrusion with annular fissuring at the levels of l4 to l5, but does not impinge the l4 nerve root. On (B)(6) 2007, the patient presented with a history of chronic low back pain with referred symptoms to the left posterior aspect of the lower extremity. She also complained of muscle spasm and tenderness over the right cervicothoracic muscles. The patient underwent the following procedures: lumbar epidural steroid injection, under fluoroscopic guidance. Trigger point injection, right cervicothoracic muscles. IV conscious sedation. No patient complications were noted. Assessment: chronic low back pain with good response with lumbar epidural steroid injection. Imaging studies of the lumbar spine showed small left far lateral disk protrusion with annular fissuring at the levels of l4-l5 but does not impinge the l4 nerve root. Myofascial pain involving the cervicothoracic muscles of the right side. No patient complications were noted. On (B)(6) 2007, the patient presented for lumbar epidural steroid injection procedure at l4-5 level. No patient complications were noted. On (B)(6) 2007, the patient presented with low back pain down both legs for years. The patient underwent MRI of the lumbar spine. Impression: minimal circumferential bulging of the l2-3 disc, but no spinal canal or neural foraminal stenosis. On (B)(6) 2007 ,the patient presented with low back pain and bilateral leg pain (left greater than right). The pain was described as sharp and constant. The patient also reported headaches, feeling tired, mood swings, depression, heartburn and blurred vision. She had pain on extension and on full rotation to each side with most of the pain being in the lumbosacral junction. On (B)(6) 2007, the patient presented with the diagnosis of back pain. She had severe pain with standing and standing or walking. Her predominant complaint was axial low back pain with a component of left-sided hip, buttock and thigh pain. The patient underwent the following procedures: injection procedure for lumbar discogram: four levels. Lumbar discography supervision and interpretation: four levels. Use of fluoroscopy for needle placement/localization. Administration of intravenous sedation with continuous vital sign monitoring. Examination and evaluation. Impression: abnormal disc morphology with concordant reproduction of symptoms at l5 and at l3-4 2. Abnormal morphology with non concordant pain elicited at l4-5. Normal disc morphology with negative response at l2-3. On (B)(6) 2007, the patient presented with the chief complaint of low back and bilateral leg pain. She had a discogram on (B)(6) 2007, which revealed a significant amount of pain generation at l3-4, l4-5 and l5-s1. On (B)(6) 2008, the patient presented for pre op evaluation undergoing spinal fusion for treatment of degenerative disk disease. EKG showed sinus bradycardia. On (B)(6) 2008, the patient presented with the pre op diagnosis of degenerative disk disease l3-4, l4-5, and l5-s1. The patient underwent the following procedures: anterior retroperitoneal exposure l3-4, l4-5, and l5-s1, anterior lumbar interbody fusion and instrumentation l3-4, l4-5, and l5-s1 with syncage and bmp-2 bone protein. Per the op notes, a 9 mm syncage was then placed into the l5-s1 interspace with countersinking about 3 mm. The center of the syncage was filled with bmp-2 bone protein which was reconstituted earlier from a large pack yielding 6 sponges. One whole sponge was placed in the center of the cage, 1/2 sponge was placed posterior and anterior to the cage. Attention then was turned towards the l4-5 interspace where the procedure was duplicated at this interspace. The cage used was an 11-mm syncage. Again the same arrangement of bmp-2 bone protein sponges were used both anterior inside and posterior to the implant. The implant was countersunk about 2 mm. At the l3-4 interspace due to the patient's shallow dimension, an 11 syncage was used with no countersinking and the same bmp-2 bone protein sponge arrangements were used. Inter operative fluoroscopy demonstrated k-wires projecting over the anterior aspects of l3-4, l4-5 and l5-s1 and insertion of interbody cages at the same disk levels. The patient underwent x-rays of the abdomen to evaluate for foreign body and it showed surgical clips at right upper quadrant. Post op changes from prior lumbar surgery at the l3, l4 and l5 interspaces. No evidence for opaque foreign body. No patient complications were noted. On (B)(6) 2008, on a telephonic encounter, the patient reported that she was having a lot of back pain. On (B)(6) 2008 ,on a telephonic encounter, the patient reported that pain was going down to posterior legs. She continued to have numbness in right leg and she feels like a lump in her back. On (B)(6) 2008, the patient presented for a follow up and stated that she had significant back pain on motion. She had an x-ray of the lumbar spine, which shows the cages at the l4-5 and l5-s1 levels are in excellent position. The cage at l3-4 however has been anteriorly displaced by about 2 cm. On (B)(6) 2008, the patient presented for pre op evaluation undergoing repeat lumbar fusion revision for treatment of displaced titanium disc. The patient complained of neck pain, symptoms referable to back other, lumbar/lumbosac disc degeneration, low back pain, myalgia and myositis, tobacco use disorder, symptomatic menopausal state. On (B)(6) 2008, the patient presented with the pre op diagnosis of status post anterior lumbar interbody fusion with implant displacement at l3-4. The patient underwent the following procedures: anterior retroperitoneal exposure for revision l3, l4 spinal level, re exploration and replacement of l3-4 cage, re application of bmp-2 bone protein. Per the op notes, the anteriorly displaced and rotated l3-4 syncage was removed. Then a 9 mm cage was placed into the interspace from the left anterolateral position. Prior to the placement, the center of the cage was filled with bmp-2 bone protein sponges previously reconstituted from a small set of infuse bmp-2 bone protein product. The implant was then placed at a slant to the left anterolateral position and gently moved into the interbody space. Implant was well seated into the disk space with a countersinking of about 3 mm from the anterior border of the vertebral body. Oblique x-rays were also taken to make sure that no parts of the implant are encroaching on the spinal canal and none was found. The remaining bmp-2 bone protein sponge was then placed anterior and left lateral to the implant after implant has been put to its final position. The patient underwent x-rays of the abdomen to evaluate for foreign body and it showed no change when compared to (B)(6) 2008. No patient complications were noted. On (B)(6) 2008, the patient postoperatively had significant improvement in pain and was discharged from the hospital. On (B)(6) 2008, the patient presented left-sided abdominal pain. She was really quite uncomfortable and has not been to sleep well. She was very tender to palpation along the left side of her abdomen from ribcage down to pelvis. On (B)(6) 2008, on a telephonic encounter, the patient informed that she had left side pain. She continued to have weakness in right leg. On (B)(6) 2008, on a telephonic encounter, the patient complained of back pain. X-rays of the lumbar spine showed disc prostheses were present within the mid-disc spaces and the vertebral bodies were in normal anatomic alignment. On (B)(6) 2008 ,the patient presented for a follow up and described back, right hip and right buttock discomfort especially with weight bearing. She stated that the pain in her right hip was progressively getting worse. She has numbness in the right leg especially the thigh, which is slightly less than before surgery. X-ray was reviewed and it showed good placement of the cage. On (B)(6) 2008, the patient presented with rash which was lot worse and it was also scaling, itching and cracking. Erythematous bumps were seen along the soles of her feet and a little up bit up towards the ankles. Lunesta was increased to 3 mg. On (B)(6) 2008, the patient presented for a follow up and described mid low back and right buttock discomfort. She continued to have numbness of the right thigh. X-ray was reviewed and it showed good placement of the cage. On (B)(6) 2008, the patient was status post fusion and underwent x-ray of the lumbosacral spine. Impression: l5 to s1 fusion and no acute fracture was seen. On (B)(6) 2008, the patient was status post fusion and underwent x-ray of the lumbar spine. Impression: stable interbody fusion at l3, l4, and l5. No change. On (B)(6) 2008, the patient presented for a follow up and her symptoms have significantly improved. She still has some remaining pain going down the right leg but it is not severe. X-ray showed the implant to be in alignment at l3-4, l4-5 and l5-s1. There has not been any sign of calcification through the implant on the lateral x-ray. On (B)(6) 2008, the patient presented with the complaint of right-sided back pain and leg pain. She continued to have numbness and tingling on the top of the right thigh. X-ray showed good alignment of the lumbar spine. There has been a change in the appearance and position of the prosthesis present at the l3-4 level since the study performed on (B)(6) 2008. On (B)(6) 2008, on a telephonic encounter, the patient complained of pain the area where cage was replaced. The pain was worse in the morning. On (B)(6) 2008, the patient presented with the history of lumbar disc disease and underwent x-ray of the lumbar spine. Findings: anterior fusion devices are noted between l3-4, l4-5 and l5-s1. Disc space narrowing was seen at l3-4 with slight tilting of the device to the left end inferiorly. Vertebrae remain in good alignment. No acute changes. Incidental note was made of cholecystectomy clips in right upper quadrant. On (B)(6) 2008, the patient presented with the history of back pain with right hip and leg radiation. Right leg numbness. Prior lumbar surgery in 2008. The patient underwent MRI of the lumbar spine. Impression: findings are compatible with interbody fusions at l3-4, l4-5 and l5-s1 with susceptibility in the disc space at each level compatible with postoperative change and/or fusion hardware. There may be an interbody ring allograft at l3-4, although susceptibility related from fusion hardware could have a similar appearance. Mild degenerative retrolisthesis of l3 on l4. Minor disc desiccation and disc bulge at l2-3. Central canal and foramina are well decompressed at the levels of the interbody fusions. No evidence for disc herniation or nerve root impingement. On (B)(6) 2008, the patient presented with the complaint of right-sided back pain and leg pain. She had right paralumbar pain and headaches. She had right paralumbar tenderness around the level of l3 or l4. She still has numbness and tingling in the right posterior thigh. On (B)(6) 2008, the patient underwent right sacroiliac joint, arthrography and therapeutic injection. Impression: successful intra articular opacification of the right si joint. Indeterminate therapeutic response with no significant change in symptoms at 30 minutes post procedure. On (B)(6) 2008, the patient underwent right l3, l4, dorsal ramus l5 lumbar medial branch block under fluoroscopic guidance. Impression: successful anesthetization of lumbar medial branches l3, l4 and the dorsal ramus of l5 on the right. Indeterminate therapeutic response with 30 to 40% improvements in symptoms at 30 minutes post procedure. On (B)(6) 2008, on a telephonic encounter, the patient reported that she continued to have pain from right low back into hip/buttock and into leg and sometimes pain in left leg. On (B)(6) 2008, the patient presented with the complaint of right-sided back pain and leg pain. She continued to have pain in the right paralumbar region and sacroiliac area. She also reported headaches, feeling tired, mood swings, heartburn, constipation, poor appetite and anemia. She has numbness in the right thigh and left foot that has not significantly changed in the past couple of months. On (B)(6) 2008 , the patient presented for a follow up. She was depressed and uncomfortable. She had tenderness and tightness in the peri lumbar musculature as well. Persistent post operative lumbar pain. On (B)(6) 2009, the patient presented with the complaints of swelling and pain in her left hand. She noticed some numbness in her fingers after the swelling. On examination, there was swelling of the thenar and hypothenar eminence of the left hand, particularly in comparison to the right. X-rays of the left hand was normal. On (B)(6) 2009, the patient presented with the history of pain and swelling in palm, mostly proximal and medial to the thumb. Pain radiated to the wrist and fingers. The patient underwent MRI of the left hand. Impression: non specific edema signal roughly centered at the level of palmar aponeurosis which does not appear appreciably thickened or disrupted. No definite fibromatosis is evident. Injury or irritation from repetitive motion could be considered. This could be early manifestations of dupuytren contracture. The alignment currently appears anatomic. Small focal area of degenerative sclerosis and cyst formation distal radial formation margin of the lunate. No other radio carpal degenerative changes are appreciated. Not mentioned above is a small simple appearing distal radial ulnar joint effusion. Also not mentioned above is the appearance suggesting a small volar juxta-articular wrist ganglion along the radial styloid. This is not covered by the axillary field of view. On (B)(6) 2009, the patient reported that she has had increasing pain and numbness in her right arm that starts at the elbow. The patient developed more tenderness around the lateral aspect of the right elbow. On examination, there was tenderness just distal to the lateral epicondyles. Also there was some scaling red patches and cracking on the bottom of her feet. On (B)(6) 2009, the patient presented with the complaint of back pain status post lumbar fusion. On (B)(6) 2009, the patient presented with the complaint of abdominal pain, more in the left upper quadrant. She reported nausea and decrease in appetite. Patient complained the pain which she feels on the right side of her lumbosacral junction. She has numb feet at night. Pain is worse with standing, lifting, twisting, bending, stairs and exercise. Patient underwent x-rays to demonstrate interbody implants at l3-l4, l4-l5 and l5-s1. The implant at l3-l4 is eccentric to the patient's left side, though it does appear to be contained within the disk space. There is sclerosis of the adjacent end plates at l3-l4. The interbody implants appear to be well positioned at l4-l5 and l5-s1. Assessment: fourteen months status post 3-level anterior lumbar interbody fusion using syncage at l3-l4, l4-l5 and l5-s1 with infuse. Probable severe arthrosis l3-l4. Unknown fusion status l4-l5 and l5-s1. On (B)(6) 2009, the patient presented with abdominal pain removal of gallbladder and hysterectomy. The patient underwent CT of abdomen/pelvis without contrast. Impression: no distinct abdominal or pelvic mass seen; no definite renal calculi or obstructive process; status post anterior fusion l3-4, l4-5 and l5-s1 with associated star like artifact; status post cholecystectomy and hysterectomy. The patient underwent CT of the lumbar spine due to lumbar pain with previous fusion surgery. Impression: solid-appearing interbody fusions at l4-5 and l5-s1 without complications. The interbody fusion at l3-4 is not solid and there is partial anterolateral displacement of the metallic fusion. There is, however, large bridging osteophyte continuous across the disc interspace along the right lateral margin. There are no acute fractures identified, no recurrent disc herniation or spinal stenosis at the postoperative segments. The l2-3 and l1-2 adjacent segments are unremarkable. On (B)(6) 2009, patient returned with CT scan of her lumbar spine. CT scan demonstrated what appears to be bridging bone through the anterior disk spaces at l4-l5 and l5-s1. Patient not appeared to have fusion through the interbody device. The facet joint of her lumbar spine appeared to be in good position and the disk spaces at l1-l2 and l2-l3 appear to be in good condition. Assessment: pseudoarthrosis l3-l4; 1-1/2 years status post stand along anterior lumbar interbody fusions l3-4, l4-5 and l5-s1. Chronic low back pain. On (B)(6) 2009, the patient presented with abdominal pain. Impression: patient has some issue with the scar tissue that could be tearing through some of the deeper tissues. On (B)(6) 2009, patient presented with post nasal drip and cough, pain in throat and low grade fever. Patient complaints of congestion. Diagnosis: acute sinusitis. Assessment: symptomatic therapy suggested: use increased fluids and rest, acetaminophen and saline nasal spray otc liberally pain. Assessment: sinusitis. On (B)(6) 2010, patient presented for refills on premarin and wellbutrin. Also she reported sore throat for three weeks with no other symptoms. Palpation finds that she is a little tender on either side of the larynx but not decidedly in the carotid bulb nor in the area of thyroid. The thyroid does not seem enlarge or tender. On (B)(6) 2010, patient presented with degeneration of lumbar. Exam finds that this new pain to the left of the spine at about the l3-l4 level. It is tender there and radiating out in l3-l4 dermatome. On (B)(6) 2010, patient presented for the diagnosis of anterior neck pain. Result summary for cbc and differential: abnormal. Result summary for tsh: tsh values between 2.5 and 10.0 do not necessarily indicate the presence of hypothyroidism. On (B)(6) 2010, patient presented for the diagnosis of degeneration of lumbar and lumbago. On (B)(6) 2010, patient presented with complaint of left arm and knee pain. She stated she fell in garage. She has a scrape on her left arm and knee. Diagnosis; left knee pain, contusion of knee, pain in the joint- shoulder region, elbow abrasion. Patient also underwent x-ray of left knee. Conclusion: chondromalacia patella and degenerative change at the patellofemoral joint and medical compartment; mild patellofemoral joint degenerative change at the right knee. On (B)(6) 2010, patient presented with acute onset of vertigo. Diagnosis: benign positional vertigo. On (B)(6) 2010, patients presents for follow-up for her depression. No change in regimen. On (B)(6) 2010 ,the patient presented with the complaint of low back pain and numbness and tingling in both legs. She has numbness and tingling in the posterior thigh to foot on the left and calf to the foot on the right. She has mild weakness of her legs. She has some tenderness at the lumbar spine. She has mild tenderness of her sciatic notches bilaterally. Impression: the patient presented with low back pain related to a pseudoarthrosis at l3-4 with possible pseudoarthrosis at the levels below. On (B)(6) 2011, patients presented for follow-up to her svt. Reported she has been diagnosed with this several years ago. She reported daily dizziness x3 weeks. Also reports chest pain for few days ago and now that is resolved. The patient presented with diagnoses of pvc (premature ventricular contraction). On (B)(6) 2011, the patient presented for the evaluation of right hand discomfort. It was on the radial side than the ulnar side. She has decreased sensation in the median distribution. In addition to this, she has some discomfort extending along the ulnar aspect of her distal arm and up to the elbow at the level of the shoulder. Examination revealed swelling at the base of the thumb and the webspace between the index finger metacarpal and the thumb metacarpal. She has tenderness diffuse about the hand and as we examine different parts, different others parts become uncomfortable. She has tenderness in the radial styloid, as well as along the ulnar border of the hand. Impression: the overall impression is of hand, shoulder syndrome with multiple somatic complaints. Findings compatible with carpal tunnel syndrome and base of the thumb arthrosis. Diagnosis: carpal tunnel syndrome with a tendinitis of both flexors and extensors of the thumb compatible with de quervain syndrome. On (B)(6) 2011, patient presented for complete physical examination, following problems noted: neck pain, symptoms referable to back other, lumbar disc denegationxx, low back pain, myalgia and myositis, tobacco use disorder, symptomatic menopausal state, dermatitis. On (B)(6) 2012, patient underwent MRI of lumbar spine without and with gadolinium enhancement. Impression: post-operative changes l3-4, l4-5 and l5-s1 interbody fusion; minimal retrolisthesis at l3 and l4. No significant spinal canal or foraminal narrowing; mild facet arthropathy in the lower lumbar spine. On (B)(6) 2012, patient presented for follow-up. She continued to have low back discomfort. Assessment: four years status post anterior lumbar interbody fusion l3-4, l4-5, and l5-s1. History of pseudoarthrosis l3-4, by CT scan of (B)(6) 2009, with progressive increasing low back discomfort. On (B)(6) 2012, the patient presented with low back, left buttock and left leg pain with tingling and numbness, history of previous fusion in (B)(6) 2008. The patient underwent CT of the lumbar spine. Impression: postoperative anterior spinal fusion from l3 to the sacrum with lordotic alignment of the lumbar vertebrae, a mild lumbar curve to the left and specific findings as follows: solid anterior spinal fusion at l4-5 with no stenosis or impingement. Indeterminate anterior fusion at l5-s1 with no residual central or foraminal stenosis. Anterior extrusion or anterior placement of the interbody implant at l3-4 with no solid fusion however anterolateral bridging osteophyte on the left 4. Mild spondylosis at l2-3. 5. Comparison with (B)(6) 2009 shows no evidence of progressive healing at l5-s1 or l3-l4, sclerosis persisting or increasing within the superior s1 vertebra and bridging osteophyte on the left at l3-4 increasing in size and extent. On (B)(6) 2012, patient presented for follow-up. Assessment: four years status post anterior lumbar interbody fusion l3-4, l4-5, and l5-s1. Probable pseudoarthrosis l3-4. Indeterminate fusion status l5-s1. Chronic mechanical low back pain. Chronic pain syndrome with large doses of opioids. On (B)(6) 2012, patient presented for follow-up. Diagnosis: degeneration of lumbar; depression; insomnia. On (B)(6) 2012, the patient presented for medication refill with complaints of chronic pain syndrome and lumbago. Assessment: lumbago. On (B)(6) 2012, patient presented for sore throat, fatigue and low grade fever. Diagnosis; sore throat.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.